Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and incontinence ('incontinence/ bladder sling for incontinence') in a 39-year-old female patient who had essure (batch no. 302743invalid,b02743invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache. Concurrent conditions included arthritis, peroneal tendonitis, restless leg syndrome, gestational diabetes, iron deficiency anemia, lipoma, ankle operation, tendon repair, low back pain, stress incontinence, polymenorrhoea, uterine bleeding, hypotension, anemia from chronic blood loss, benign neoplasm of cervix uteri and adenomyosis. Family history included depression (father) and migraine (father). Concomitant products included ferrous sulfate since (B)(6) 2015, minerals nos;vitamins nos (centrum) since 2016, sertraline hydrochloride (zoloft) from 2015 to 2016 and topiramate from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced mood swings ("mood swings/ hormonal changes"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines"). In (B)(6) 2017, the patient experienced depression ("depression/ psych injury"). On (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tvt exact, bladder sling and bladder sling). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, incontinence, mood swings and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, bladder disorder, depression, headache, incontinence, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2010 now it is reported as (B)(6) 2011 and essure removal date previously reported (B)(6) 2017 now (B)(6) 2017. Left coils inserted without difficulty. 5 coils were noted. And 4 coils were noted on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : (B)(6). Lot numbers reported 302743 and b02743 are not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event added- abdominal pain. Verbatim " hormonal changes" clubbed with "mood swings" and "psych injury" clubbed with "depression". No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and incontinence ('incontinence') in a 39-year-old female patient who had essure (batch no. 302743, b02743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache. Concurrent conditions included arthritis, peroneal tendonitis, restless leg syndrome, gestational diabetes, iron deficiency anemia, lipoma, ankle operation, tendon repair, low back pain, stress incontinence, polymenorrhoea, uterine bleeding, hypotension, blood loss anemia, benign cervix uteri neoplasm nos and adenomyosis. Family history included depression (father) and migraine (father). Concomitant products included ferrous sulfate since (B)(6) 2015, minerals nos;vitamins nos (centrum) since 2016, sertraline hydrochloride (zoloft) from 2015 to 2016 and topiramate from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tvt exact, bladder sling and bladder sling). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and mood swings had resolved, the incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression and headache outcome was unknown and the migraine was resolving. The reporter considered bladder disorder, depression, headache, incontinence, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported ??-dec-2010 now it is reported as (B)(6) 2011 and essure removal date previously reported 31may2017 now (B)(6) 2017. Left coils inserted without difficulty. 5 coils were noted. And 4 coils were noted on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs and mr received. Reporter information, medical history, concomitant drug, lab data, lot number were added. Event : abnormal bleeding (vaginal), menorrhagia/heavy bleeding, bladder or urinary problems or changes, mood swings, migraines / headaches, depression, incontinence, headaches were added. Outcome of the event pelvic pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and incontinence ('incontinence') in a 39-year-old female patient who had essure (batch no. 302743-not valid,b02743-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache. Concurrent conditions included arthritis, peroneal tendonitis, restless leg syndrome, gestational diabetes, iron deficiency anemia, lipoma, ankle operation, tendon repair, low back pain, stress incontinence, polymenorrhoea, uterine bleeding, hypotension, anemia from chronic blood loss, benign neoplasm of cervix uteri and adenomyosis. Family history included depression (father) and migraine (father). Concomitant products included ferrous sulfate since (B)(6) 2015, minerals nos;vitamins nos (centrum) since 2016, sertraline hydrochloride (zoloft) from 2015 to 2016 and topiramate from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines"). In (B)(6) 2017, the patient experienced depression ("depression"). On (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tvt exact, bladder sling and bladder sling). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and mood swings had resolved, the incontinence, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression and headache outcome was unknown and the migraine was resolving. The reporter considered bladder disorder, depression, headache, incontinence, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2010 now it is reported as (B)(6) 2011 and essure removal date previously reported (B)(6) 2017 now (B)(6) 2017. Left coils inserted without difficulty. 5 coils were noted. And 4 coils were noted on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : (B)(6). Lot numbers reported 302743 and b02743 are not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and incontinence ('incontinence/ bladder sling for incontinence') in a 39-year-old female patient who had essure (batch no. 302743invalid,b02743invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache. Concurrent conditions included arthritis, peroneal tendonitis, restless leg syndrome, gestational diabetes, iron deficiency anemia, lipoma, ankle operation, tendon repair, low back pain, stress incontinence, polymenorrhoea, uterine bleeding, hypotension, anemia from chronic blood loss, benign neoplasm of cervix uteri and adenomyosis. Family history included depression (father) and migraine (father). Concomitant products included ferrous sulfate since (B)(6) 2015, minerals nos;vitamins nos (centrum) since 2016, sertraline hydrochloride (zoloft) from 2015 to 2016 and topiramate from 2015 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced mood swings ("mood swings/ hormonal changes"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines"). In (B)(6) 2017, the patient experienced depression ("depression/ psych injury"). On (B)(6) 2017, the patient experienced incontinence (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tvt exact, bladder sling and bladder sling). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, incontinence, mood swings and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, bladder disorder, depression, headache, incontinence, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure insertion date previously reported (B)(6) 2010 now it is reported as (B)(6) 2011 and essure removal date previously reported (B)(6) 2017 now (B)(6) 2017. Left coils inserted without difficulty. 5 coils were noted. And 4 coils were noted on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Lot numbers reported 302743 and b02743 are not valid. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : event added- abdominal pain. Verbatim " hormonal changes" clubbed with "mood swings" and "psych injury" clubbed with "depression". No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.